Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode involving their right ventricular (rv) lead and pacemaker due to loss of capture (loc). The patient was admitted to the hospital and loc was observed on the electrocardiogram and further device testing noticed an increase in thresholds and impedances, but nothing out of range. An x-ray performed showed that the rv lead had not dislodged. Surgical intervention was performed to explant and successfully replace the rv lead. With a new rv lead, the patient¿s system measurements were within normal range. While the patient¿s old rv was explanted, their pacemaker continues to remain in service. No additional adverse patient effects were reported.